Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and insulin pump allege under delivery. The customer¿s blood glucose level was 400 mg/dl which was treated with syringe. Customer stated that insulin pump was not working properly. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The reservoir will not be returned for analysis.